Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/15/2023. An investigation was conducted on 09/22/2023. A visual inspection was conducted signs of clinical use and evidence of blood were observed. Evidence of charred material was observed between the jaws. The c-ring, heater wire, and clear silicone insulation of the jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. The jaws were gently with saline solution as instructed in the IFU. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. There was no smoke observed coming from the harvesting handle near the toggle switch. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates" was not confirmed. The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 whole tunnel filled with smoke and wouldn't evacuate as if something was stuck in the jaws. The device was used to harvest the great saphenous vein from the left leg. It was used on adipose tissue (fat), connective tissue, vein branches, and some blood was in contact with the jaws as well. They pulled the device out and checked and cleaned and tried to use but it wouldn't evacuate again. They opened a new kit to finish the case. Just a slight delay changing out the device. No blood products given during the case. No patient affects.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.